Event description:
Related manufacturer reference numbers: 2017865-2022-05405. It was reported that the patient presented in clinic with noise and unspecified sensing issue on both right atrial (ra) lead and right ventricular (rv) lead. Lead fracture was suspected but not confirmed on the ra lead and rv lead. The ra lead and the rv lead were explanted and replaced. The patient was recovering.